Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they don¿t think the device was working because they were urinating like crazy and the patient is taking pills for the symptoms. The patient had tried adjusting settings but said when they increase stimulation, they don¿t feel anything. On an additional call the patient reported that they want to see if they can get in with a doctor to discuss their issues as well as getting the device removed. The patient mentioned therapy issues as well as pain from the device for the last two weeks. They said they can only lay on their left side and can¿t lay flat. Additional information was received from the patient. They reported repeating event information regarding lack of therapeutic effect and concerns that the device is causing them pain. Patient stated the stimulator is giving the patient a lot of pain and they do not know why and patient is constantly urinating. Patient is up and down going to the bathroom throughout the night. Patient has been seeing a new urologist and a rep contacted the patient saying they would like to see the patient. Patient was supposed to meet the rep earlier today and there was a misunderstanding about the location to meet at. The rep offered to see patient in the lobby of the doctor's office and patient declined as they were not comfortable in a public setting. The patient told the rep to "go on your merry way". Patient stated once covid is over they will be having the interstim removed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.